Event description:
The facility was doing a training session and was transporting a caregiver/volunteer from a wheelchair to a bed. While the caregiver was suspended, the rubber tip of the hanger bar allegedly came off and the sling came off the hanger bar, causing the caregiver to fall to the floor. The caregiver allegedly sustained a "rib fracture vs. Contusion". The caregiver was released to return to work on (B)(6) 2011.

Manufacturer narrative:
No RMA has been initiated for this issue. Model rha450-1, serial number/date (B)(4) is approximately (B)(4). It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer/caregiver is a (B)(6) female whose height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.